Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device did not convert a inducible arrhythmia during a nips follow up procedure. The shocking impedanced measured less than 10 ohms.